Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt the next day. 2 weeks ago, the pt went to see their doctor because they had a sore throat. A blood glucose test was not performed at the doctor's office. The pt was started on antibiotic pills; they did not recall the medication name. The pt had been testing 3 to 4 times a day with the reported meter and sometimes with their second meter. They consistently obtained readings between 60 and the "low 100's" on both the reported meter and on their other meter. They took their usual set dosage of insulin: 25 units of humalog insulin each morning and 50 units of lantus insulin each evening. 2 days later, they felt disoriented, shaky, and nauseated. Results on the meter were in the low "low 100's". Their family member took them to the ER, a result of 560 mg/dl was obtained on the ER device. They were admitted to ICU and treated with IV insulin and antiobiotics. They did not know what admission diagnosis they received. They were discharged to home after 5 days. Their insulin regimen was adjusted while they were hospitalized. The mas discovered that they were cleaning the puncture site incorrectly by using alcohol, which can contribute to inaccurate results. The event meets the criteria for a medical device reportable as an adverse event. The meter, test strips, and control solution were replaced.